Event description:
It was reported that two weeks prior to the report, a patient realized that her implant moved. The patient thought it had moved to the right buttock area from somewhere else, such as the uterus or vagina. Whenever the patient used the patient programmer, it hurt her in the ¿private area.¿ the patient said that it comes and goes and since she doesn¿t have the programmer, she no longer has feelings there. Her urine would build up during the day and she would have to get up at night. The patient took vesicare for her leakage but it caused her constipation so she would have to take laxatives. She had been taking medication since the beginning. The patient¿s healthcare provider (hcp) also used a ¿big needle in the private area¿ to address her urinary issue. The patient decided she wouldn¿t go back to her doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va01mcq, implanted: (B)(6) 2012, product type: lead. (B)(4).